Event description:
It was reported that a vns patient was deceased and the physician stated it was probable sudep.

Event description:
It was further reported that patient had device explanted. Explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed for the lead and continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis for the generator was completed and there were no performance, or any other type of adverse conditions found with the pulse generator. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. Datadump was reviewed and the >25% change took place on after explant date (B)(6) 2022. The prechange value was 340 ohms and postchange was 21801 ohms. No other relevant information has been received to date.